Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the ace60 broke while being retracted from the rotating hemostasis valve (rhv) after two passes had been made. The physician was able to pull out the two pieces of the ace60, and the procedure was completed using the same catheter and a new ace60. There was no report of an adverse effect to the patient.